Manufacturer narrative:
Merge healthcare is currently waiting for additional information from the customer in order to determine the root cause of the reported problem. When the results of the investigation are available, a follow-up report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor would not boot up and a black screen appeared with a gray windows login box. A patient was present and the procedure was delayed 15 minutes. Additional information obtained from the customer revealed that the patient was not sedated, possibly hooked up to active monitoring, and had to be moved to another lab. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in diagnosis and/or treatment. However, the customer reported that the procedure was completed successfully. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 04apr2016. Merge technical support performed troubleshooting activities by remotely accessing the client pc and checking the registry settings on the hemo monitor pc. "Forceautologon" was set to 1. It was toggled to 0 (zero) and then back to 1. The hemo monitor pc was remotely rebooted and then the application auto launched. The customer confirmed that the problem was corrected. Revised information contained in this supplemental report includes the following: g7: indication that this is follow-up report 1. H1: indication of malfunction as reportable event. H6: evaluation codes: method: 22 software evaluation. Results: 628 communications problem (devices that do not send or receive adequate signals (this speaks to the interoperability between devices). Conclusions: 13 device difficult to operate. H10: indication of additional manufacturer information and corrected data are contained in this follow-up report